Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
:Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse hydromorphone [15.0 mg/ml] at 6.508 mg/day, and clonidine [150.0 mcg/ml] at 65.08 mcg/day. Result code and conclusion codes no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine [150 mcg/ml] at a dose of 65.08 mcg/day and dilaudid [15 mg/ml] at a dose of 6.508 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient took a really bad fall last friday (B)(6) 2017 and the pump was working fine until yesterday (B)(6) 2017. It was noted that the patient had a CT (computerized tomography) scan of the head. It was stated that the personal therapy manager (ptm) was not working as the patient was seeing the 8476 code. The patient was also hearing a critical alarm and was in pain. It was stated that the patient had severe peripheral neuropathy and had not felt this kind of pain since the pump was put in. The patient took two 30 mg oral morphine pills yesterday (B)(6) 2017 due to the pain and got some relief from the oral medication. It was indicated that the patient called someone from a home infusion service and they were going to see the patient today (B)(6) 2017 at 11 a.m. To check the pump. It was noted that the pump was last filled on (B)(6) 2017 and the next refill was on (B)(6) 2017. It was further detailed that the patient was in pain from their fall, the patient¿s head was black and blue, and that the patient had stitches in their arm from the fall which was also causing pain. The patient¿s legs were ¿painful like before the pump.¿ it was stated that the patient was scared and did not want surgery again. It was also noted that the patient was in a motorized scooter. Further information was received from a healthcare professional (hcp) via a manufacturer's representative on (B)(6) 2017. It was reported that the hcp told the representative on (B)(6) 2017 that the pump showed a motor stall. It was noted that the home infusion nurse was able to restart the pump on an unknown date and then it happened again yesterday (B)(6) 2017. The hcp also noted that the patient fell sometime last week. The hcp interrogated the pump as troubleshooting performed and saw that a motor stall had occurred. Surgical intervention was planned and scheduled for (B)(6) 2017 at 5:30 p.m. As action taken to resolve the issue. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ with injury¿ with medication withdrawal. On (B)(6) 2017 it was reported that the pump was removed and replaced on (B)(6) 2017 and would be returned by a manufacturer representative.the patient¿s weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at t he time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient took a bad fall and had the pump removed and then replaced. No symptoms were associated with the fall.